Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
During a pulmonary vein isolation pulse field ablation, a faradrive was selected for use. After removing the dilator and inserting the farawave catheter into the faradrive sheath, numerous air bubbles were seen and aspirated into the syringe. No abnormalities were noted during the preparation or use of the sheath. The pressure bag was used for irrigation of the sheath. Bubbles were observed in the flushing line and aspiration syringe, but no air was seen in the patient. The procedure was completed using an alternate device without any patient complications. The device is expected to be returned for analysis.

Event description:
During a pulmonary vein isolation pulse field ablation, a faradrive was selected for use. After removing the dilator and inserting the farawave catheter into the faradrive sheath, numerous air bubbles were seen and aspirated into the syringe. No abnormalities were noted during the preparation or use of the sheath. The pressure bag was used for irrigation of the sheath. Bubbles were observed in the flushing line and aspiration syringe, but no air was seen in the patient. The procedure was completed using an alternate device without any patient complications. The device is expected to be returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory. Visual inspection does not reveal any abnormalities. Leak and aspiration performance testing of the returned sheath observed the device to failed to seal pressure and fluid within the sheath. Inspection of the hemostatic valves found the internal valve torn by the center slit on the inner face, compromising the valves? Ability to seal pressure and fluid within the sheath.